Manufacturer narrative:
This event was previously reported under manufacturer report no. 2015691-2021-02930. Therefore this report is being retracted as a duplicate report of 2015691-2021-02930.

Manufacturer narrative:
Investigation is still onging.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years post implant of a 23mm sapien 3 valve, the patient has severe aortic stenosis and is scheduled for surgery. No additional information is available at this time.